Event description:
Contact reports that tow implanted vbr devices had migrated posteriorly. Additionally, it was reported that the pt had an infection which the surgeon felt may have been a result of the patient's body rejecting implants. The devices were explanted and replaced. See mfg medwatch report # 1526439-2009-00052 for the second cage that was involved in this event.

Manufacturer narrative:
No definitive conclusion can be made. The cage is not available for eval and its lot number is unknown. At this time, the complaint is considered to be closed.